Event description:
It was reported that the patient presented to the hospital for a generator replacement procedure. During the procedure, the right ventricular (rv) lead was found to be frozen in the pacemaker header and could not be removed. The header was broken to extract the rv lead. The pacemaker was explanted and replaced, while the rv lead remained implanted. The patient remained stable throughout the procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.